Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed which found that the device had a motor rate error. The motor was replaced in order to correct the issue.

Event description:
It was reported that the device had a motor/board issue. The results of the investigation found that the device had a motor rate error. There was unknown patient involvement and unknown patient harm/adverse event reported.